Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the device's white pad came off of the device. The white pad was located and retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Device will not be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent the batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.